Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement tandem cable and wall adapter to be sent. If the pump battery depletes before the replacement supplies arrive, the customer will rely on manual daily injections (mdi).